Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl at the time of incident. Blood glucose level at the time of call was 129 mg/dl. Customer was treated with food. Customer did not experienced any symptoms for low blood glucose. It was unknown whether customer was using auto mode at time of incident. Troubleshooting was declined. The device will not be returned for analysis. No further patient complications were reported.